Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's heart transplant, when the pump was being explanted, the surgeon noticed that the outflow graft bend relief was disconnected. The hospital staff feels that the disconnection may have happened during the explant because on the CT scan which was taken the day before, they did not see any evidence of the bend relief being disconnected. The pt was successfully transplanted.

Manufacturer narrative:
The situation of the outflow graft bend relief being disconnected from the outflow graft is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customer. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. The supplemental report will be submitted when the device analysis is completed.